Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that "there was issues with the tunnel. They changed tubing etc. Swaped out kit, everything worked fine."

Manufacturer narrative:
Trackwise -(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/18/2025. An investigation was conducted on 08/21/2025. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and slight evidence of blood was observed on the intact cannula or intact c-ring. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. A reference harvesting device was then inserted into the returned cannula with no physical or visual difficulties observed. The device was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID (B)(6)). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device failed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2157 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005, step 9). Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000473190 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.